Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported following cataract surgery with an intraocular lens (iol) implant she had blurry vision at all distances. She reported the computer is too blurry to read from a comfortable distance and she is unable to see intersections from afar while driving. There are two medical device reports associated with this event. This report is for the left eye. Additional information has been requested.